Event description:
The customer reported the endoeye flex deflectable videoscope had no image. The issue occurred during a therapeutic procedure. There was no delay and another scope was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. Evaluation did find the bending section cover adhesive was chipped, the bending section could not be fixed firmly due to damage on the forceps elevator lever, the image had roughness and white dots due to damage on the charged coupled device (ccd) unit, switch #1 was dirty, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by a defect of the circuit board in the video connector, a defect of the system side, or a failure of the circuit board in the control section due to stress, external factors, or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.